Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was there was multiple inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading across multiple sensors. No additional patient or event information was available. A root cause could not be determined. No additional patient or event information was available. A replacement sensor was sent to the customer.